Event description:
Successful evar. The amplatz super stiff guidewire unraveled causing a longitudinal tear along the superficial femoral artery (sfa). The patient had acute blood loss, which resulted in loss of pulse and multiple rounds of advanced cardiac life support (acls), until pulse regained.